Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of picture provided. Visual evaluation of the provided picture shows the device to have a portion fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the device fractured. No more information is available.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The complaint sample was returned and visual examination of the product confirmed that it was fractured and showed signs of repeated use (gouges and impact marks). Fracture analysis found that the fracture was consistent with overload failure or low cycle fatigue culminating in overload failure. Dimensional analysis determined that the product was conforming to print specifications where measured. As the device has a field age of more than nine (9) years and exhibits signs of repeated use, the root cause is attributed to wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.